Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a field service engineering (fse) was at customer's site to resolve reported event. Fse confirmed customer was getting 2300 step load error during a rack rotation test. Fse inspected the instrument and noticed a piece of para film stuck on the sample loader rack roller. Fse removed the piece of para film and that resolved the issue. Fse successfully performed a rack rotation test for 30 minutes with no issues. No further action required by field service. The aia-900 instrument is functioning as expected. The aia-900, serial number 11257409, was installed on 19apr2018. A complaint history review and service history review for similar complaints was performed and there were two (2) similar complaints identified during the searched period, which includes this event. The aia-900 operator's manual under section 12 - flags and error messages states the following: [2300] s. Loader step feed failure cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of the reported event was due to para film stuck on sample loader roller.

Event description:
A customer reported 2300 s. Loader step feed failure error messages on the aia-900 instrument. The customer stated that the error cleared after shutting down and restarting the instrument for one day, but error reoccurred the next day. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.